Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 0bv2g63 for evaluation. The returned vial of test strips contained only three test strips. Therefore, the in-house contour next test strips from the same lot # associated with the event were also used for testing. The returned meter was tested with the returned and in-house test strips and returned control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
As per the contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The customer did not follow this instruction. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test with the contour next one meter and obtained a reading of 236 mg/dl at 11:46 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were run, and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.